Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "during the case the drill bit broke."